Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that the programmer displayed an error code and had a long boot up time. It was noted that the analyzer was difficult to remove and the bay required replacement. Analysis also noted that the upper display hinges were broken, the rubber pads on the lower case were damaged, the tabs on the rear display cover were broken and the lower-case feet were worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "serious programmer" error was displayed on the programmer and it was unable to boot up. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis, the analyzer returned as an associated device also tested out-of-specification. There was no patient involvement.